Event description:
Acct. Reports when they access the rubber septum the ports are inverting or pushing into the IV tubing. States they use the twin pak syringes to access the ports. No medical intervention has been necessary to prevent serious injury to the pts.